Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 7288 implantable cardioverter defibrillator (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. Non-sustained tachycardia episodes and short interval counts were noted which triggered an alert. The lead remains in use. It was also noted that the device was explanted and replaced as there was "false sensing" and the atrial lead was removed due to fluid in the header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 90 counts in 73.4 days between (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. A total of 48 ventricular non-sustained tachycardia episodes <(><<)>=200 ms occurred between (B)(6) 2010 and (B)(6) 2013. One ventricular fibrillation episode at 160 ms occurred on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.